Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/02/2016 that a transmitter failed error occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 09/12/2016. The reported event of transmitter failed error was not confirmed. A root cause could not be determined. The transmitter has been received for evaluation. An external visual inspection was performed and found no observations related to the complaint. A voltage test was performed and the transmitter held no voltage; therefore, the reported failed transmitter error could not be confirmed via testing. A share log review was performed and the log did not contain data related to the customer complaint. The customer complaint of transmitter failed error was not confirmed. The root cause could not be determined.